Event description:
During the initial implant procedure, variable r-wave sensing and low pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of r-wave amplitude variation and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.